Manufacturer narrative:
Correction: b5 - there was a typo. It should have been "impending" not "impeding." The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic, the implantable cardioverter-defibrillator was impeding to erode on the left side upon examination. The patient's system was explanted. New system was implanted on the right side. The patient was stable before, during and after the procedure.